Manufacturer narrative:
Physio-control evaluated the device and observed that the device ac mains light was not lit and it would not operate on ac power. Physio replaced the power supply assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during testing. It was reported that the device ac main led is not lit with ac power connected. There was no patient associated with the reported event.